Manufacturer narrative:
A boston scientific technical services consultant reviewed the device data and confirmed there were no stored episodes at the time of the syncopal event. However, there were three stored episodes with therapy from the following day when the patient was doing yard work. The consultant confirmed appropriate device function per the programmed parameters. The caller will review the device settings and patient treatment with this patient's physician. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
--

Event description:
--

Manufacturer narrative:
The device was subsequently explanted and returned for testing. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Additional details were received from this patient regarding the past issues he had experienced. He explained that he had received fourteen shocks due to atrial fibrillation (af) while he was on a hunting trip, passed out and spent three hours laying in the woods and was brought to the hospital. The patient stated he spent ninety days in the hospital possibly as a result of the incident and developed panic attacks due to the incident. He currently has a lung infection. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient experienced a syncopal episode after standing up from a bent over position. The caller was requesting an evaluation of the stored episodes. The physician suspects the syncope was related to other medical conditions.